Event description:
It was reported that sparking was observed from the power cord of the patient electronics system. The patient reported there are exposed wires on the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit initially was unable to power on due to defected/exposed wires coming from the power supply. In result a golden power supply was used for further testing and evaluation. All returned power cables were able to be used for further evaluation and performance excluding the defected power supply. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). The cause of the problem was determined to be unit unable to hold power- confirmed.

Event description:
It was discovered during the investigation by visual inspection that the power supply cord had fray and exposed wires, and that the power cord was free of damage.